Event description:
It was reported that the customer had issues with two sensors. The customer received sensor error, calibration error, and sensor end alarms. Her blood glucose level was around 400 mg/dl. One of the sensors was totally bent and did not insert properly. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.